Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic infection ('pelvic infection after hysterectomy'), chondromatosis ('autoimmune disorder type of disorder: chondromatosis of right hip') and arthralgia ('chronic pain in my right hip/groin interfered with activity and sleeping/ hip pain') in a 48-year-old female patient who had essure (batch no. 869744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, breast cyst, hypothyroidism, vaginal discharge, thyroid disorder, numbness, acetabular labral tear, adhesive capsulitis, tendinitis, uterine cervical pain (lumbar, right lumbar, right sacroiliac, sacral, right pelvic and right buttock pain), gait abnormal, poor sleep, knee pain, hypothyroidism, cyst breast, back pain and nickel sensitivity. Concomitant products included cefalexin (cephalexin), diazepam, estradiol, fluocinolone acetonide (flucin), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, levothyroxine sodium (synthroid), naproxen (naprosyn e), naproxen sodium (anaprox), paracetamol (tylenol), tramadol and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced eczema ("eczema/ cracked and bleeding skin on hand"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have chondromatosis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced arthralgia (seriousness criterion medically significant), fatigue ("fatigue") and groin pain ("the chronic pain in my right hip/groin interfered with activity and sleeping/ groin pain"). On (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingingectomy (bilateral) and right hip arthroscopy) and right hip arthroscopy. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, abdominal pain, eczema and groin pain had resolved and the pelvic infection, chondromatosis, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, chondromatosis, eczema, fatigue, groin pain, pelvic infection, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for abdominal pain, pelvic pain female, chondromatosis, bladder problems, urinary disorder, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet and medical record received. Events: pelvic infection after hysterectomy, eczema/ cracked and bleeding skin on hand, weight increased and chronic pain in my right hip/groin interfered with activity and sleeping/ hip pain. Patient demographic information, other relevant history and lab data updated. Lot number newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic infection ('pelvic infection after hysterectomy'), chondromatosis ('autoimmune disorder type of disorder: chondromatosis of right hip') and arthralgia ('chronic pain in my right hip/groin interfered with activity and sleeping/ hip pain') in a 48-year-old female patient who had essure (batch no. 869744-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, breast cyst, hypothyroidism, vaginal discharge, thyroid disorder, numbness, acetabular labral tear, adhesive capsulitis, iliopsoas syndrome, uterine cervical pain (lumbar, right lumbar, right sacroiliac, sacral, right pelvic and right buttock pain), gait abnormal, poor sleep, knee pain, hypothyroidism, cyst breast, back pain and nickel sensitivity. Concomitant products included cefalexin (cephalexin), diazepam, estradiol, fluocinolone acetonide (flucin), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, levothyroxine sodium (synthroid), naproxen (naprosyn e), naproxen sodium (anaprox), paracetamol (tylenol), tramadol and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced eczema ("eczema/ cracked and bleeding skin on hand"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have chondromatosis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced arthralgia (seriousness criterion medically significant), fatigue ("fatigue") and groin pain ("the chronic pain in my right hip/groin interfered with activity and sleeping/ groin pain"). On (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingingectomy (bilateral) and right hip arthroscopy) and right hip arthroscopy. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, abdominal pain, eczema and groin pain had resolved and the pelvic infection, chondromatosis, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, chondromatosis, eczema, fatigue, groin pain, pelvic infection, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for abdominal pain, pelvic pain female, chondromatosis, bladder problems, urinary disorder, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and chondromatosis ('chondromatosis of right hip') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have chondromatosis (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingoneostomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the chondromatosis, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, chondromatosis, fatigue, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: received treatment for abdominal pain, pelvic pain female, chondromatosis, bladder problems, urinary disorder, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case became incident. Event injury nos was deleted and new events were added: pelvic pain, abdominal pain, bladder problems, urinary disorder, chondromatosis, fatigue and weight gain. Removal date of essure, reporter detail and date of birth of patient updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.